Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. After performing the fill tubing step, insulin was not observed exiting the infusion set tubing. Customer disconnected/reconnected tubing. An additional 16 units were used to fill the tubing and insulin drops were observed exiting the infusion set tubing. Customer's blood glucose was approximately 400 mg/dl and insulin injection was administered to address bg.